Event description:
It was reported that the pulse generator exhibited an ECG anomaly. It was suspected it was due to the battery reaching normal depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).